Manufacturer narrative:
(B)(4).

Event description:
Wire exposed from the tip of the delivery device. No harm to patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned. The delivery system was investigated visually for external damage. There were no signs of blood or tissue on the device. The delivery system was bent but the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that held the capsule was completely off and the foam gasket was in good condition. As the product was returned, the device functioned according to specification. The bent guide wire condition is indicative of mishandling.

Event description:
According to the reporter, there was difficulty placing the capsule using the delivery system. After placement, the delivery system was removed. A wire was exposed and protruded from the tip of the delivery system. The last known patient status is that the patient is normal and there was no harm to the patient or user.